Event description:
Alung technologies, inc. Received a report of a patient experiencing severe bleeding at the catheter site during eua hemolung therapy. Medical intervention was required by stopping heparin and giving the patient protamin sulfate. Therapy was discontinued as a result of this event.

Manufacturer narrative:
This patient information was not provided. Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in (B)(6). It was reported that during therapy, patient experienced hematoma at catheter site during eua hemolung therapy. As per expanded access data collection form, the patient experienced severe hemolung catheter site bleeding (right jugular). As a result, hemolung therapy was discontinued. The physician noted the patient experienced an expanding hematoma around the catheter site. Hemolung therapy was stopped. Heparin was stopped and protamine sulfate was given. The hematoma stabilized. The physician also reported that they were very satisfied with the use of the hemolung in this case and significant benefit was realized. The data log was collected and reviewed by both clinical and software engineering staff. Review of the logs showed consistent blood flows and co2 removal throughout therapy. No unexpected alarms occurred. Therapy was provided as intended. No CAPA was opened because of this event. Bleeding/hematoma are known potential complications associated with extracorporeal therapy and/or critical illness. The patient was stabilized and the physician was very satisfied with the use of the device for this therapy. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.